Event description:
Customer reported that she was hospitalized due to surgery on her hand. Customer stated that the surgery got infected which caused her to have high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that her insulin pump was constantly alarming button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner and scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.